Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer stated that troubleshooting was performed for the blank display did not returned. The customer stated that battery cap was neither damaged nor corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, idle current, run current, self test and off no power tests. The pump was received with normal operating currents. No blank display was noted.